Manufacturer narrative:
Argus case: (B)(4)

Event description:
Noticed intestinal obstruction, abnormal bowel function [intestinal obstruction] colic in my abdomen [abdominal colic] case description: this case was reported by a consumer via call center representative and described the occurrence of intestinal obstruction in a patient who received denture adhesive powder-double salt (corega powder) oral powder (batch number unk, expiry date unknown) for denture failure. On an unknown date, the patient started corega powder. On an unknown date, an unknown time after starting corega powder, the patient experienced intestinal obstruction (serious criteria haleon medically significant and other: haleon medically significant) and abdominal colic. The action taken with corega powder was unknown. On an unknown date, the outcome of the intestinal obstruction and abdominal colic were recovered/resolved. It was unknown if the reporter considered the intestinal obstruction and abdominal colic to be related to corega powder. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received from consumer via call center representative (email) on 09oct2023. The consumer reported that 'I was using fixodent to fix prostheses, I never had any problems, I saw that I could use corega powder (photo attached) for its practicality, but it turns out that when using it, for better adherence or fixation, a reasonable amount of the powder always spilled into the mouth when placing the prosthesis (upper and lower). In this situation, I noticed intestinal obstruction and colic in my abdomen. Well, I stopped using it and went back to using fixodent adhesive cream, which gave me normal bowel function and no more cramps. I would like, if possible, information on the appropriate use, or indication of a prosthesis fixative that would not be harmful to the body.'